Event description:
The customer reported that the system was not coming on; the field engineer noted that the main cable plug was broken. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main plug was evaluated and reseated. The system was tested and found to be working as intended and returned to service.